Manufacturer narrative:
This medwatch is being reported from info obtained from maude adverse event report search. The maude report states this event was reported to the MFR, however, the maude report is conmed's first awareness of this incident. This device is manufactured by (B)(4) for conmed corp. A search of complaint history regarding this product reveals this as the first and only complaint conmed has rec'd regarding this product number. This is being reported to the FDA for conmed has had a sentinel event regarding a trocar where "the trocar has a piece broken off at the distal end. The broken piece was not retrieved." The sentinel event was reported as medwatch #1320894-2008-00097. Due to the fact that details of this event were discovered from a maude adverse event report, conmed is unaware of the facility or any other details surrounding this incident. Due to this fact we are considering this complaint closed. Also see medwatch reports: 1320894-2010-00026, 1320894-2010-00027 and 1320894-2010-00028. Age of device: since 01/09.

Event description:
After review of the maude database, the following was found to be reported from an unk user facility "I work in the operating room as a certified surgical technologist. Our facility has recently changed to a different company for our laparoscopic trocars/cannulas. During the first four laparoscopic cholecystectomy procedures, the 11mm cannula has fallen apart and landed inside the pt's abdomen. The surgeon has retrieved the pieces, but this is obviously a serious problem. The surgeon believed that these cannulas should be taken off the market and I agree."